Event description:
A third party biomed reported that the device ac mains led was not illuminated, and it would not operate on ac source. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac powered physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.